Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report. No info regarding serial number of the device, date of implantation/explantation or patient's age is available at the moment, but will be submitted as soon as available.

Event description:
It was reported by the surgeon of the patient that she has stopped wearing her audio processor due to not receiving enough benefit. In the meantime, the patient tried using a hearing aid on the implanted side and noticed she received more benefit from the hearing aid than from her audio processor. The patient asked to be explanted. Explantation has already taken place, but no date has yet been submitted. Testing was carried which showed a fully functioning internal device.